Manufacturer narrative:
(B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) was caught and trapped in previously placed non-cordis vascular closure device (vcd), the dilator used placed over mynx device and released while patient was on cath lab table. There was no surgery required. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. The device was actually cut in pieces to remove. The device will not be return for evaluation as the device was disposed. Initially, this was a diagnostic coronary procedure. A 6f avanti sheath was used on the procedure. The vessel type was a femoral arterial. The user did shuttle down completely. There was no resistance when shuttling down. The stick location was medium. The patient recovered.

Manufacturer narrative:
As reported, the 6/7f mynxgrip vascular closure device (vcd) was caught and trapped in previously placed non-cordis vascular closure device (vcd), the dilator used placed over mynx device and released while patient was on cath lab table. There was no surgery required. There was no reported patient injury. Hemostasis was achieved with manual compression in thirty (30) minutes or less. The device was actually cut in pieces to remove. Initially, this was a diagnostic coronary procedure. A 6f avanti sheath was used on the procedure. The vessel type was a femoral arterial. The user did shuttle down completely. There was no resistance when shuttling down. The stick location was medium. The patient recovered. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿balloon retraction jam¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure experienced could not be determined. Based on the information available for review, procedural factors (vcd was caught and trapped in previously placed non-cordis vcd) most likely contributed to the balloon retraction issue experienced as reported by the physician. According to the instructions for use, which is not intended as a mitigation, it states that the safety and effectiveness of mynxgrip have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. However, the information reported does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective and preventive actions will be taken at this time.